Event description:
As reported by the field clinical specialist, approximately 5 years and 9 months post transfemoral tavr procedure with a 23 mm sapien 3 valve, the valve failed because is stenosis. There was a mean gradient of 70 mmhg. The initial implant was low 60/40 and perhaps this contributed to the failure of this valve. A valve-in-valve procedure was performed with a 23 mm sapien 3 ultra resilia, and landed higher with a good result. The patient is doing well.

Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors. Such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In the instance of a bioprosthetic valve in valve implant, an increased gradient can be a result of intervalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Due to the limited information provided, the cause of the event is unknown. However, the initial implant was low at 60/40 and possibly contributed to the increased gradients event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Sections b.4, g.3, g.6, and h.2 have been updated. An addition was made to b.5, b.7 and h.6: component code. Investigation is ongoing.

Event description:
As reported by the field clinical specialist, approximately 5 years and 9 months post transfemoral tavr procedure with a 23 mm sapien 3 valve, the valve failed because is stenosis. There was a mean gradient of 70 mmhg. The initial implant was low 60/40 and perhaps this contributed to the failure of this valve. A valve-in-valve procedure was performed with a 23 mm sapien 3 ultra resilia and landed higher with a good result. No patient complications were reported. Confirmation was received from the field that the valve was implanted low during the index procedure. The valve is not believed to have migrated.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves' hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anticalcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate (patient factors: altered calcium metabolism) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist, approximately 5 years and 9 months post transfemoral tavr procedure with a 23 mm sapien 3 valve, the valve failed because is stenosis. There was a mean gradient of 70 mmhg. The initial implant was low 60/40 and perhaps this contributed to the failure of this valve. A valve-in-valve procedure was performed with a 23 mm sapien 3 ultra resilia and landed higher with a good result. No patient complications were reported. Confirmation was received from the field that the valve was implanted low during the index procedure. The valve is not believed to have migrated. Based on the medical records, the patient had severe aortic stenosis s/p tavr with 23 mm sapien 3 valve approximately 6 years ago. The initial valve degenerated, and the patient presented with severe aortic stenosis with associated nyha class iii symptoms. The patient's baseline mean aortic valve gradient measured 72 mmhg. Post deployment, the decision was made to post-dilate the valve with a 23mm bard true balloon at 180bpm. Per the tavr valve-in-valve operative report conclusion, the patient has severe calcific aortic stenosis." There was a post procedure echo mean gradient of 6 mmhg, with trivial paravalvular regurgitation by the transthoracic echocardiogram (tte). The patient tolerated the procedure well without complications and was hemodynamically stable. On post-operative day 1, the patient was discharged home.